Event description:
The following has been reported: biomed reported: "pump continually alarms for "air in cassette" prior to starting infusion. No patient harm. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.